Event description:
It was observed that during the device evaluation that the flex video scope air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1, e2, and e3 of the initial report. Please see e1, e2, and e3 for further information. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material was confirmed however, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the instructions for use (IFU) in the cleaning disinfection and sterilization (cds) steps provided. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.